Event description:
The cartridge cracked causing the lens to tear upon insertion. Surgeon enlarged the incision and cut the lens in half to remove the lens. The incision was sutured closed. Pt's best-corrected visual acuity was 20/20-1 approx 22 days postoperative. No further info has been received.